Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images in question on m00570, and determined that they appeared visually negative. No errors were noted in the test event log for the blood sample in question, and the camera report was acceptable. For the m00569 instrument, immucor technical support determined that the test wells in question appeared visually negative. No errors were noted in the test event log for the blood sample in question, and the camera report was acceptable. The immucor laboratory tested retention product on 12dec2018, which performed as expected. The internal immucor tracking record number is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID, when used on a galileo echo instrument, when tested on (B)(6) 2018.